Event description:
The customer reportedly received the following results on the accu-chek compact plus system within 10 minutes: 289mg/dl, almost 600mg/dl and low 200's(mg/dl). No reported actions taken or treatment rendered. No adverse event reported with the results. New system sent to customer and return requested.